Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, some calcification was present on the native aortic valve but the anatomy was not a concern for the valve implant. The valve was implanted and the delivery catheter system was removed easily without issue. When the procedure was complete and the physician was preparing to close the access sites, an echocardiogram showed that the valve had dislodged towards the arch. It had dislodged post deployment. As a result, a second valve was implanted valve-in-valve. No additional adverse patient effects were reported.